Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and did not duplicate the reported issue.

Event description:
Report received that, during patient use, the ventilator alarmed and stopped ventilating the patient. The patient was manually ventilated and transferred to a second ventilator.

Manufacturer narrative:
(B)(4).

Event description:
There was no harm to the patient as a result of the event.